Event description:
Sv-12 input nipple leaked wash reagent (naoh). Due to placement of this connection, naoh contacted housing of vacuum pump destroying housing, resulting in analyzer failure. Rapid identification of problem by technologist prevented possible fire. The design of the instrument presents a significant safety risk.